Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump battery shutting down. The customer experienced an elevated blood glucose (bg) level of 500 and over. The continuous glucose monitor read ¿high¿. Bg was addressed via manual insulin injection. The customer continued to use the pump for insulin therapy.